Event description:
A report was received that the patient underwent a pocket revision after experiencing pain at the ipg site. The patient is doing well and received stimulation after the revision.

Manufacturer narrative:
Device remains in the patient. This is the final report.